Event description:
A malfunction was reported by the caller concerning the pump, with no significant events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance to reset the pump, resolving the malfunction, which did not recur afterward. The customer was informed to call back if any issue arises again.